Manufacturer narrative:
This supplement serves as a correction. A review of the serial number history found no prior similar complaints. The cause remains undetermined. CAPA-zm2023-08 has been initiated to investigate the failure.

Manufacturer narrative:
During trisenox treatment, an infusion pump reportedly delivered ~6 ml of air to a patient without triggering the air detector alarm. During cosmetic testing the device showed no abnormalities. During functional testing the pump functioned as intended, alarming for air-in-line during testing; the reported issue was not reproduced. Review of device history records (DHR) found no similar complaints. The failure mode is not confirmed; root cause remains undetermined. Reference to complaint #(B)(4).

Event description:
It was reported to intuvie that during treatment with trisenox, the infusion pump potentially delivered approximately 6 ml of air to the patient; the air detector did not deploy. The patient was monitored for 20 minutes and experienced no adverse effects. No patient harm was reported, and no intervention was required.